Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor - (B)(4) - 08/06/2013. Belt - (B)(4) - 09/22/2014.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of eight appropriate shocks from the lifevest, two inappropriate shocks from the lifevest, and four non-lifevest defibrillations on the day of their passing. Non-sustained ventricular tachycardia (nsvt) contributed to the false detections in the two inappropriate shocks. Following the treatments, the patient's rhythm was sinus bradycardia at 40 bpm with CPR artifact until the electrode belt was disconnected at 17:29:23. The response buttons were pressed during the event, but not immediately prior to the delivery of the inappropriate treatments. The response buttons were pressed intermittently while the continuous ECG recordings show the patient to be in a treatable rhythm. It is unknown who was pressing the response buttons at these times. The patient reportedly came into the emergency room at a hospital and later passed away on 12/22. There is no indication that a device malfunction caused or contributed to the patient's passing. The patient's equipment was returned, evaluated, and found to be fully functional.